Event description:
(B)(4). I have developed severe allergies. I have to take meds everyday other wise I'm dizzy and have severe headaches. I also have very heavy periods, so heavy and painful. I miss work. I have to take 4 to 5 ibuprofens every 4 hrs to help control bleeding. I have also developed rashy patches that itch a lot on my stomach, arms and hands, constant swelling for no apparent reason and terrible pelvic pain that feels like someone is stabbing me. My doc put me on prozac to help control my mood swings when my menstrual was getting close but they made me sick. I just don't feel the same as I did before. I don't drink nor do I smoke.